Manufacturer narrative:
Tech service spoke with the operator who reported the systems fluoro failed in the middle of an unknown case, and that they were unable to reboot the system. They had completed the case with a portable x-ray machine. Biomed called back and said the system was up and running. He downloaded the fault logs and emailed them to technical support who forwarded the logs to varian technical support. Varian / infimed was not able to identify a specific cause, but they note that the customer had not restarted the application for a couple of days, which meant that the system had not received a power cycle in at least that long. Service spoke to customer and advised them to have the system set to "auto log off" the operator when the computer was not in use. Field service engineer (fse) did not go on-site, and there have been no additional issues reported on this unit.

Event description:
Customer reports the system fluoro failed in the middle of an unknown case. They were unable to reboot the system and completed the case with a portable x-ray machine. No reported injury. No other patient details are known.